Manufacturer narrative:
Other relevant device(s) are: product ID: 3708220, serial/lot #: (B)(4), ubd: 03-jun-2014, UDI#: (B)(4); product ID: 3708220, serial/lot #: (B)(4), ubd: 22-jul-2013, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 28-apr-2014, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 14-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s implantable neurostimulator (ins) had reached end of life (eol), with ¿no issue with the product.¿ additional information received noted the ins had actually only reached the elective replacement indicator (eri) and that there were ¿no problems during the life of the¿ ins with charging or maintaining charge. During the ins replacement procedure, it was found that there was a ¿a lot of scar tissue over the ins and lead extensions.¿ while dissecting out the patient¿s extensions during the ins replacement procedure, the ¿surgeon cut both leads on the left-hand side.¿ the issue rendered the leads ¿useless¿ and the patient experienced a ¿loss of therapy to his left side of his back¿ as a result. The surgeon decided to implant a new extension and connect it to the leads on the right side and to plug the second port on the replacement ins; the wound was closed at that time and the surgeon ¿stated he would need to come back another time to have the leads replaced.¿ impedance testing was performed with the leads on the patient¿s right side and impedances were found to be within normal limits. The patient felt comfortable paresthesia in the area of his right low back and had coverage to the right side of his buttock with the two leads that were in use. There remained no replacement scheduled for the cut leads as of (B)(6) 2018; the patient was referred to a second surgeon to complete the replacement procedure. The patient was doing well following the ins replacement, but was notably very annoyed to require a second procedure to replace the damaged leads. No further complications were reported or anticipated.